Event description:
Customer¿s caregiver reported that customer¿s adc freestyle libre sensor was producing readings that were lower than the customer felt and lower when compared to a subsequent laboratory reading and two hcp meter readings. Caller further reported that on (B)(6) 2019 customer received sensor results of: ¿lo¿ (a reading less than 40 mg/dl) at 18:14, ¿lo¿ at 18:33, ¿lo¿ at 21:04 and ¿lo¿ at 21:33. At the time when the readings were received the customer was experiencing ¿nausea, blurred vision and lucidity was affected¿. Customer was taken to a hospital where a hcp meter result of 221 mg/dl at 23:30 and 231 mg/dl (unknown time) were received, along with a laboratory result 263 mg/dl at 01:00. Customer was diagnosed with hyperglycemia and treated with ¿serum¿. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s caregiver reported that customer¿s adc freestyle libre sensor was producing readings that were lower than the customer felt and lower when compared to a subsequent laboratory reading and two hcp meter readings. Caller further reported that on (B)(6) 2019 customer received sensor results of: ¿lo¿ (a reading less than 40 mg/dl) at 18:14, ¿lo¿ at 18:33, ¿lo¿ at 21:04 and ¿lo¿ at 21:33. At the time when the readings were received the customer was experiencing ¿nausea, blurred vision and lucidity was affected¿. Customer was taken to a hospital where a hcp meter result of 221 mg/dl at 23:30 and 231 mg/dl (unknown time) were received, along with a laboratory result 263 mg/dl at 01:00. Customer was diagnosed with hyperglycemia and treated with ¿serum¿. There was no report of death or permanent injury associated with this event.